Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the smart device and transmitter that occurred on (B)(6) /2015. Dexcom representative advised patient's mother to use cellular data and the connection was restored. No additional patient or event information is available.